Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing that led to pacing inhibition and asystole greater than 2 seconds at implant. A pacing system analyzer (psa) was hooked up to the right ventricular (rv) lead and good measurements were exhibited. The observations were thought to be due to a header issue. A new crt-d was chosen which exhibited the same observations as with the previous attempted device. The noise was attributed to air bubbles. This device and the rv lead were both explanted. Both devices and the rv lead will be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. High power visual inspection noted a hole in both the right ventricular (rv) and right atrial (ra) seal plugs. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.